Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed the event occurred due to an igniter and a converter failure. However, the specific root cause of these failures could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that a lamp lighting error (e103) occurred due to an igniter failure and a converter failure. Additional finding: the light guide's output connector (connecting part of the light guide) became loose due to wear. The investigation is ongoing, and a supplemental report will be submitted upon completion or if the user facility provides any additional information.

Event description:
The olympus distributor reported (on behalf of the customer) that the xenon lamp on the visera elite xenon light source would not light up and switched to the emergency light. The issue was found during preparation for use for a diagnostic procedure. The procedure was completed with the same set of equipment. There were no reports of patient harm.